Event description:
It was reported that the asymptomatic non-pacemaker-dependent patient presented for lead explant. The right ventricular lead exhibited oversensing, undersensing, low impedance, and episodes of noise. The lead was explanted. The patient remained in stable condition throughout the procedure.